Event description:
It was reported that during a surgical procedure at the user facility the device did not function as expected, and the blood transfusion was not completed. The transfusion was not completed. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned.